Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization in the splenic artery using a pod packing coil (podj). During the procedure, the physician accessed the target vessel using a non-penumbra microcatheter and guidewire. The physician then flushed the microcatheter and placed a ruby coil in the vessel without issue. Next, the physician flushed the microcatheter and loaded a podj into the microcatheter. While advancing the podj into the aneurysm, the physician began to experience resistance and in an attempt to reposition the podj, the physician noticed that the podj had unintentionally detached with approximately 45 cm of coil still in the microcatheter and the first 15 cm in the aneurysm. At that point, the podj would not advance forward and the physician decided that the next best course of action was to remove the microcatheter. However, while removing the microcatheter, the podj did not come with the microcatheter and deployed in the proximal splenic artery through the aorta and into the common femoral artery with the proximal end of the podj exiting the hub of the sheath. Therefore, the physician attempted to pull the podj out by hand; however, the podj began to unravel and "broke". Therefore, the physician used a snare device in an attempt to remove the detached coil. Upon capturing the podj with the snare, the physician started to retract it; however, it was noticed that the coils in the aneurysm began to move. At that point, the physician chose to release the podj from the snare and decided to leave it as is. Upon completion of another angiogram, it appeared as if the aneurysm began to thrombose. The procedure was ended at this point and the patient will return for a cat scan at a future date. There was no report of an adverse effect to the patient.